Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she woke up with a high blood glucose reading of 348 mg/dl and ketones. The customer then removed the reservoir from the insulin pump and noticed insulin between the o-rings. The customer also swabbed out the reservoir compartment and verified it was dry. Nothing further was reported.